Manufacturer narrative:
Combination product: yes. The lead was explanted (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range rv pacing impedance (less than 200 ohms) and noise on the rv lead seen in recordings transmitted to home monitoring. Behavior began shortly after changeout. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
Combination product: yes.

Event description:
Out of range rv pacing impedance (less than 200 ohms) and noise on the rv lead seen in recordings transmitted to home monitoring. Behavior began shortly after changeout. Lead to be evaluated further and remains implanted.